Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second perclose proglide (part# 12673-03, lot# unknown) is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of the common femoral artery after an abdominal aortic aneurysm procedure. Reportedly, when the sutures were being harvested, they came out of the artery. An unsuccessful attempt was made to deploy another proglide. A cut down was performed and hemostasis was achieved. There was no adverse patient sequela. Though requested, additional information was not provided.